Event description:
It was reported that this pacemaker was analyzed to determine if a premature battery depletion (pbd) behavior was confirmed. Data analysis showed the battery appeared to be depleting more quickly than expected. The pacemaker has been explanted at a surgical intervention at this time. No information on device return has been received. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was analyzed to determine if a premature battery depletion (pbd) behavior was confirmed. Data analysis showed the battery appeared to be depleting more quickly than expected. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was analyzed to determine if a premature battery depletion (pbd) behavior was confirmed. Data analysis showed the battery appeared to be depleting more quickly than expected. The pacemaker has been explanted at a surgical intervention and returned for analysis at this time. No additional adverse patient effects were reported.